Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-8330h shaver handpiece caught on fire when it was plugged in and laying on the mayo stand. Shortly after, the room experienced a power outage. An ar-6480 dualwave arthroscopy fluid management system, an ar-8305 synergy resection shaver console and an ar-9800 synergy rf console were all connected and running during this incident. This was discovered during a procedure.

Manufacturer narrative:
(Disposable shaver attachment) the evaluation confirmed the reported event was able to be reproduced and attributed it to a bent disposable shaver attachment, through misuse.